Event description:
Per the clinic, the patient developed a purulent draining fistula and infection at the implant site. Subsequently, the patient was prescribed with three courses of oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (b)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.